Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as: 2134265-2015-05407, 2134265-2015-05327 and 2134265-2015-05406. It was reported that automatic pullback failure occurred. An ilab ultrasound imaging system was used in conjunction with unspecified imaging catheter and pullback sled to visualize the unknown target lesion. During the procedure, when the physician tried to use pullback sled, the device failed to perform automatic pullback. The sled was exchanged with another of the same however, it did not work. The procedure was completed using manual pullback. No patient complication was reported and patient's status was fine.